Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm change sensor and calibration error. Customer's blood glucose at time incident was 240 mg/dl. The customer stated that alert occurred after initialization. Customer placed another piece of tape while getting the threshold suspend and bad sensor alert occurred after a 2nd consecutive calibration error. The customer was advised and discussed timing of calibrations leading to alert and calibration protocol. The customer was advised to remove and change out the sensor and a tiny bit bent for when he took it out. The customer was advised to keep sensor for analysis and we will issue replacement.

Manufacturer narrative:
We evaluated one opened/used enlite sensor and perform continuity resistance test sensor passed per specifications. We performed bicarbonate buffer test and sensor passed with accurate readings. Also found cannula bent. We were unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.